Event description:
Pt with evidence of pump thrombus via echo, elevated pfh, elevated ldh, amber urine, and motor power spikes. Despite treatment with heparin, ldh and pfh continued to worsen, and hgb decreased. Pt to or on (B)(6) 2012 for pump exchange.